Event description:
Speedsnare hook tip fracture - 110030129, lot 17r10. A. The hook tip of the speedsnare passer fractured off when a surgeon placed 2 sutures in the hook and attempted to retract the hook into the tube. The device was not designed or intended to capture 2 sutures simultaneously.